Event description:
It was reported that high impedance was seen on a patient's device. This was discovered during a routine battery replacement. The patient had a full replacement. The leads were noted to be discarded after the surgery. The leads were noted to be discarded after the surgery and therefore are not available for return and evaluation. No additional or relevant information has been received to date.